Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have a broken main tube measuring approximately 51.76" from the distal tip. The component was broken and there were missing pieces, but the size of the missing pieces could not be confirmed. The missing pieces was not returned. Components adjacent to this broken main tube did not show damage. Additional observations related to the customer reported complaint: the instrument was found to have a dislodge proximal clevis. The probable root cause of the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of the dislodged proximal clevis attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was found to have a bent wrist. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defect was identified by the scrub tech during initial inspection before the patient was in the room, with no fragments falling during use, no patient exposure or post-surgical complications, and no actions required.